Manufacturer narrative:
G3- corrected information - date received by manufacturer - to correct entry error.

Manufacturer narrative:
Correction to data from follow up 01 in fields: d1 and d2.

Event description:
At an unspecified time post-operatively, during an unrelated surgical procedure two loose locking screws were identified and removed.

Manufacturer narrative:
The device has not been returned for evaluation. Attempts to obtain additional details have been unsuccessful. Based on the information available, the exact root cause of this event could not be established.